Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: "100" mg/dl and "200" mg/dl. Results listed are estimates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strip drum. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.